Event description:
Pt was prescribed purevision contact lenses to wear on a continuous wear basis for 30 days. The pt returned 2 weeks later with symptoms of pain, photophobia, conjunctival redness and mild discharge. The pt was diagnosed with a 2mm. Para-central corneal ulcer right eye due to extended soft contact lens wear. The ulcer was presumed to be infectious. No culture was taken. The pt was treated and the condition resolved 5 days later. There is a faint residual scar within the central 4 mm after 5 days. The scar is off the visual axis and there is no loss of vision. The pt was advised to resume lens wear after approx 2 weeks on a daily wear basis.